Event description:
Patient underwent a cerebral angiogram and ethylene-vinyl alcohol copolymer (evoh) embolization. While injecting the embolic agent during the procedure, the agent was observed to be coming out of the catheter at a point proximal to the tip, which led to a stroke. Patient is currently reported to be stable but guarded. Post procedure, the catheter was examined under a microscope and a small hole was found about 6cm from the tip.